Event description:
It was reported when a set of 3174118 catheter kit was opened, the body of the small bug was found in the guidewire cap, and the catheter had to take a new set of catheters for catheterization. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is inconclusive due to the state of the returned sample. One photograph of a guidewire tip straightening cap was returned for evaluation. An initial visual observation of the photograph showed a small brown material on the tip straightener. No damage to the device was observed. Due to the open state of the packaging, it was not possible to determine when or where this material came into contact with the component. Inspection of the returned photograph was insufficient to confirm the alleged issue or determine a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when a set of 3174118 catheter kit was opened, the body of the small bug was found in the guidewire cap, and the catheter had to take a new set of catheters for catheterization. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.